Event description:
It was reported that the patient presented for follow-up post implant procedure. Upon interrogation, an error message stating "parameters were invalid" was noted. The device was returned to nominal setting to resolve the issue. It was unclear if the error message was a result of elective replacement indicator or poor telemetry. There were no patient symptoms.